Manufacturer narrative:
(B)(4). The lot was manufactured january 26, 2016 ¿ january 27, 2016. The device was received for evaluation with approximately 112 ml of fluid remaining in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The total fill volume of the device was 230ml, and the expected therapy time was 46 hours. The reporter stated that after the expected therapy time, there was 100ml of solution remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.